Event description:
It was reported that this patient's right shoulder was revised approximately 8 years post initial operation. The patient developed osteolysis and a rotator cuff tear. Surgeon did not revise to exactech devices, everything was removed. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitants: (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta), (B)(6), 314-13-34 - equinoxe cage glenoid l, post aug, right, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the shoulder revision from anatomic to reverse tsa reported is likely due to rotator cuff failure and osteolysis as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported rotator cuff tear and potential contributions from a rotator cuff tear to potential prosthesis wear and subsequent osteolysis cannot be determined from the reported information. However, rotator cuff failure and osteolysis cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.